Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
Boston scientific received information a healthcare provider was unable to emit tones with magnet application with this implantable cardioverter defibrillator (ICD). A boston scientific technical services (ts) consultant advised using stethoscope and move magnet around. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information indicates that this device was explanted and returned years later for an unknown reason.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The clinical observation was unable to be reproduced, a tone was heard from the device when a magnet was applied.